Event description:
A wallstent rx biliary endoprosthesis was used during a biliary stent placement procedure in an adult female patient (age and weight unknown) in 2008. According to the complainant, the outer sheath could not be retracted (as intended) to deploy the stent. The physician used a second wallstent rx biliary endoprosthesis to successfully complete the procedure. There were no patient complications as a result of this event, and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on april 24, 2008, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results. Visual examination of the returned device revealed that several stents wires had perforated the outer sheath (see figure 1, page 3). The cause of the damage is unknown. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed two additional complaints recorded for this lot (for the same failure mode). The april 2008 15-month rx biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.